Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "printed circuit board is bad" was confirmed and not reproduced. The root cause is unknown. The device was returned unrepaired. There were no upgrades/repairs performed on this device and functionality of the device was not verified dur to estimate refusal by the customer. Should additional information become available, a follow-up MDR wil be submitted.

Event description:
The facility representative contacted a technical service representative to report a mini-infuser with "pc board is bad". It is unknown when and where this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.